Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed the reported allegation. Technical support recommended hector to replace pressure sensor. Hector will replace pressure sensor. A review of the device history record for sn (B)(4) was performed from 12/03/2004 to 09/09/2020 and note that this device has been returned for service 5 times without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.